Event description:
It was reported that the device broke during insertion into the incision. It appeared to tear under tension. A like device was used to complete the case. There was no pt consequence.